Event description:
Pt was found kneeling at the side of the bed with upper trunk positioned across the bed. No pulse or respirations. Restraint soft belt with ties remained applied and around pt's waist and lower rib area. Cause of death was positional asphyxia.